Event description:
It was reported that the pump did not recognize the cassette as locked/unlocked. The device was missing the pogo pin insulators. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the customer reported issue was confirmed. The issue was due to a defective latch lock flex. The latch lock flex was replaced to resolve this issue.